Manufacturer narrative:
(B)(4) = procedure related photo review.

Event description:
It was reported that during a laparoscopic adnexal procedure, while closing the pouch, the spring jumped out of the plastic bag. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.